Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 46 mg/dl. Reportedly, the customer delivered a bolus for a carbohydrates value without entering the blood glucose (bg) value of 70 mg/dl. Therefore, the recommended calculation did not recommend a smaller bolus dosing as the bg value was not taken into consideration. To treat the bg level, the customer consumed juice, peanut butter, and crackers.